Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 22.0 diopter intraocular lens (iol) was implanted into the patient's left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2018 due to the patient complaining of night incidents. At explant there was no incision enlargement, vitrectomy, or sutures required. There was no post-op patient injury. The explanted lens was discarded and was replaced with a non-amo lens. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for analysis. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this product order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.